Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose levels. The customer states the device had gone into threshold suspend. The customer's blood glucose level was 199mg/dl, and their sensor was 59mg/dl. The difference was not within the acceptable range. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
Insulin pump: inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor failed test.